Event description:
Customer indicated a patient sample barcode was incorrectly read on the galileo instrument for an aborh assay. The sample was labeled c3241136-os but was read on the instrument as c33241139os. The customer stated no adverse event occurred as a result of the incorrect reading. Another occurrence of the barcode reading incorrectly on galileo was reported. The correct barcode was c3261913os. This was read incorrectly as c3261813os. When the error was caught, this sample was loaded again, and the barcode was read correctly.

Manufacturer narrative:
A service call was made. A ram test was run; no ram errors were found. Function of the barcode reader was checked, no problems were found. Customer ran 2 samples for aborh and 2_cell assays with acceptable results. The system was tested and operated within specifications.